Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the while troubleshooting for battery issue they stated that buttons stick sometimes. The customer blood glucose level was unknown. It was also reported that numbers were not ramping on their own and occasionally scroll bar was moving up or down with no input. It was also reported that the buttons stick and customer had to press hard on the buttons for them to work. The insulin pump will be returned for analysis.